Manufacturer narrative:
The investigation into the aic - shutdown or restart issue has been completed since the original report was filed. The product was returned for investigation, and it was determined that the root cause of the failures were corrupt compact flash cards.

Manufacturer narrative:
The impella device was returned and an evaluation is pending. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported that the aic will not power up. This console was removed from use.